Event description:
A malfunction alarm identified as "malf 9" was reported. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information for resetting the pump and assisted the customer in doing so, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue resurfaced.